Event description:
Report rec'd from abbott international affiliate (abbott japan) that states, "the two-way stopcock was cracked and about 10-20 ml of blood leaked". Specific pt info was not available. Report indicates the device was switched out and no medical intervention was required. Add'l info was requested, but was not available.

Event description:
Add'l info was received from the customer after the initial medwatch report was submitted. Add'l info received from abbott int'l affiliate, abbott japan, states: the two-way stopcock closest to the pt cracked/leaked. The stopcock closest to the pt cracked/leaked. The stopcock was cracked at the distal connection with the tube. There were three cracks in that connection. The blood draws had been performed. The leakage was noted without any manipulation of the set. The dr did not remember the pt info. The catheter was used in the extirpation of kidney. No further info was available.